Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the distal end sheath is scratched, like caused by stress being applied to the distal end sheath. Additionally, it's likely that the ultrasound medium leaked because the sheath could not maintain the airtightness of the sheath due to the damage of the distal end sheath and the hole in it. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic probe had a scratch and hole on the distal end sheath. Additionally, the ultrasound medium was leaking. There was no patient involvement.